Event description:
Baxter turkey reported that during treatment a twist clamp was cracked and the pt had to change transfer set. The pt had been performing automated peritoneal dialysis (apd) for 6 years and had been using a transfer set reportedly since 2008. According to his own statement, the clamp was not overtorqued by pt. There was no pt injury and no medical intervention. The sample was available and corporate product surveillance requested it for eval.

Manufacturer narrative:
Eval summary: results indicate confirmation of a cracked twist clamp on a transfer set due to broken occluder feet. The root cause was mishandling during distribution, handling or at the time of use. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective / preventative action as appropriate.